Manufacturer narrative:
H10: part of the reported device was received for evaluation. A visual inspection revealed the device was not returned with original packaging. The proximal implant is missing along with the anchor plug and the distal tip. No other physical damage is visible to the device. A functional evaluation of the returned device found that mechanical portion of the device does work. Device passed all functional tests. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate a review of the material found there are requirements for conformance and a certificate of material analysis is required. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. There was no way to determine if the device contributed to the reported event. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device, or premature deployment of the anchor. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Based on the limited information provided we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. Per case details, the broken device was retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that, during an rotator cuff repair, the tip of the healicoil knotless was placed on the bone to start hammering the self-punching tip into bone when it was noted that the tip had broken off before penetrating into the bone. The tip fractured at the exact point where the metal tip/insertion mechanism junction. The healicoil anchor fell off the introducer into the shoulder and had to be retrieved from the patient using a grasper. The metal tip was stopped from been lost in the shoulder as the sutures were through the eyelet. Surgery was resumed, after a non-significant delay, with a footprint backup device. No other complications were reported.